Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that her reservoirs have been leaking insulin while inside the reservoir compartment. At one point, the customer removed the reservoir, and insulin poured out of the reservoir compartment. Advised the customer that the reservoirs would be replaced. Nothing further was reported.